Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a possible infection at the pocket site. A small amount of puss was noted at the incision site and the patient was sent to the emergency room (ER). The patient was placed on antibiotics and underwent a revision procedure wherein the physician implanted a tyrx antibiotic pouch over the ipg sie to reduce the risk of future infections. The ipg remains implanted and no signs of infection was noticed.